Event description:
Follow-up identified surgery took place on (B)(6) 2018 where the ipg was replaced.

Manufacturer narrative:
Concomitant devices: model 3245; scs lead; implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with external devices. As a result, surgical intervention will take place as the next course of action.